Event description:
On (B)(6) 2013 patient's father reported patient has been experiencing elevated blood glucose levels. Father stated patient's blood glucose levels on (B)(6) 2013 ranged from 140-300 mg/dl between 6 am and 9:01 pm. Patient's target blood glucose range is 70-140 mg/dl. Father reported the patient used the infusion device to correct the elevated blood glucose levels; did not need outside assistance. Father stated the cause of the elevated blood glucose levels is unknown. Father reported the patient's blood glucose level has been elevated since the day after he began using the infusion device 3 weeks ago. Father stated the doctor advised them to increase the basal rates. Father reported this morning the patient's blood glucose levels ranged from 183-502 mg/dl; did not need outside assistance to treat the elevated blood glucose levels. On follow up on (B)(6) 2013 father reported the patient's blood glucose levels remain elevated. Father stated the infusion set cannula was kinked at a 45 degree angle when it was removed from the skin on two occasions; uncertain whether these concerns of bent cannulas cause the patient's elevated blood glucose levels. Father stated there was no wetness at the infusion site and the infusion device did not display an occlusion error. The patient did not report needing assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the alleged infusion device and infusion set for evaluation.

Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA.